Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device displayed an "internal error" message and shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.